Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the guidewire became stuck inside the lead and was unable to be retracted. The physician removed both the lead and guidewire and implant was attempted with a new lead as well as a new guidewire. During implant of the replacement lead, the new guidewire again became stuck in the lead, however the guidewire was eventually able to be retracted.